Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2019. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. A visual inspection was performed and found that the wire was fully intact. The allegation of a broken sensor wire was not confirmed. A probable cause could not be determined.